Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed lcd screen is damage and customer cannot read it at all. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Pump had severely cracked and bleeding lcd glass. Unable to confirm excessive no delivery alarm, alarm anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass.